Event description:
It was reported that during a urinary organ procedure, the distal end of the blade broke. Broken piece was retrieved. Another device was used to complete the case. There were no adverse consequences to the pt.